Manufacturer narrative:
Efforts to obtain additional complaint details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after experiencing a syncopal event. A review of the device data prior to the event was performed and no issues were identified. No additional adverse patient effects were reported.